Event description:
It was reported that during an unknown procedure, when the doctor tested clipping, the clip formed cross and could not be formed properly. The doctor grasped the handle several times, but all clips were crossed. This event occurred before use on the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.